Event description:
(B)(4). The dentist reported that almost 4 months after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 18 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii and bone graft was executed.

Manufacturer narrative:
(B)(4).